Event description:
It was reported that the patient (pt) lives in assisted living and was told their handset does not power and has been charged up. Caller was not with patient or handset. Caller is going to have someone from the facility call back so we can do troubleshooting. Caller is unsure of the event date but maybe friday. The patient's nurse called back to report that it was actually the recharger that was not taking a charge and not powering on. Agent had the caller examine the equipment and they confirmed the desktop charger (dtc) was plugged into the outlet, and they confirmed the power indicator light on the ac power supply was lit green. However, the caller noticed that the dtc connector pin was bent. Agent reopened the case and assigned to self to send an email to repair to replace the dtc. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.